Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. However, the customer replaced the hv module and the bridge board before returning the device. It is important to mention that the original hv module and bridge board were not returned to zoll as part of this investigation. The customer declined repair of the device, the device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.